Event description:
A report was received that the patient was experiencing severe electric shock radiating down to left and right extremities causing numbness and weakness when sitting. It was noted that the contacts on the leads were broken. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a leads replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 18493264, model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing severe electric shock radiating down to left and right extremities causing numbness and weakness when sitting. It was noted that the contacts on the leads were broken. The patient will undergo a replacement procedure.